Event description:
During an endo-vascular procedure, the physician was attempting to place the optease filter through a femoral approach. The filter was inserted correctly with the femoral arrows on the cartridge pointing towards the femoral sheath that was inserted into the patient. After pushing the filter with the obturator, the physician noticed that the filter would not advance past the iliac veins. He then decided to remove the sheath with the filter inside the sheath, un-deployed. Once the filter was outside the patient, the physician cut the sheath just below the filter so that he was able to maintain access to the femoral vein. He then wired the sheath. He cut and replaced it with a new 6f sheath. He then deployed the filter on his sterile field and noticed that the filter deployed upside down, with the caudal extension (hook) pointing up instead of down. Once again, the filter was not placed in the patient. The physician then placed a second optease filter successfully.

Manufacturer narrative:
During an insertion of an optease filter via a femoral approach, the filter could not be advanced past the iliac veins. The device was removed from the patient and it was reported that after removal it was noted that the filter was loaded in upside down. This device was not deployed in the patient. The procedure was completed using a second optease filter successfully. During placement of an optease filter through a femoral approach, the filter was inserted correctly with the femoral arrows on the cartridge pointing towards the femoral sheath that was inserted into the patient. After pushing the filter with the obturator, the physician noticed that the filter would not advance past the iliac veins. He then decided to remove the sheath with the filter inside the sheath, un-deployed. Once the filter was outside the patient, the physician cut the sheath just below the filter so that he was able to maintain access to the femoral vein. He then wired the sheath. He cut and replaced it with a new 6f sheath. He then deployed the filter on his sterile field and noticed that the filter deployed upside down, with the caudal extension (hook) pointing up instead of down. The device which was deployed outside of the patient was not received for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15069206 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15069206. Manufacturing records for lot 15069206 were reviewed and product met all quality requirements for product acceptance. A device history record (DHR) review was requested to (B)(4), for part number: 10076368 and stent lot numbers 506076, 506602; and the results indicate that the stent shipped meets specified release requirements. The DHR review was extended to the three previous lots 15065354, 15066435 & 15068713; as well as to the three subsequent lots 15071824, 15072585 & 15074335 manufactured before and after the lot involved in the complaint. No anomalies that could be related to this failure were found. First piece inspection of label, last piece inspection of label and label reconciliation were reviewed and no anomalies were found during the manufacturing of these lots. Based on the available information, the device history record review and without the device for evaluation, no conclusion can be made regarding the reported event; therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.